Event description:
Additional information was provided on 11/01/2023, where the sales representative reported that this event occurred during an rtsa case on (B)(6) 2023. The patient had a good bone quality that was prepped using reamers, broaches, and saws. All fragments were retrieved from the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the drive geometry at the distal tip of the returned 3.0 mm hex driver had broken and twisted. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage torquing/engaging the driver within the screw head. Device manufactured in 2020.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/25/2023, it was reported by a sales representative via sems-06067003 that an ar-9625 3.0 mm hex driver broke. This occurred during a case, where the case was completed using another screw driver.